Manufacturer narrative:
Correction: upon review, the right ventricular lead should not have been submitted as a medical device report (MDR) as the complaint was on the implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise on the right ventricular lead. Programming changes were made and the patient was stable.